Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with a missing retainer ring. Unable lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, missing o-ring (reservoir tube), broken reservoir tube lip, stained keypad overlay, detached retainer, broken belt clip rails, pillowing keypad overlay and damaged display window cover. Cosmetic damage was confirmed at reservoir compartment and back of pump. Missing retainer ring was confirmed. Reservoir unable to lock into place was confirmed due to a missing retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic).cosmetic damage was confirmed at reservoir compartment and back of pump. Missing retainer ring was confirmed. Reservoir unable to lock into place was confirmed due to a missing retainer ring. The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.